Manufacturer narrative:
Information indicates this product is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that pace impedance measurements were observed to be high out of range greater than 3000 ohms on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD) system and the system could no longer provide rv pacing therapy. As a result, surgical intervention was performed to surgically abandon all the transvenous leads, explant the ICD device and replace the entire system with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed based on completion of device analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A device interrogation was performed and associated forced impedance testing was completed. All measurements were within normal limits. No noise was observed during the testing, even while the device was physically manipulated. A series of automated tests were also performed, and again, normal device functionality and sensing was observed. Critical therapy was confirmed to be available. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.